Event description:
It was reported by the patient's primary care physician that the patient was having an increase in seizures and that the device was not delivering proper stimulation. The patient's generator was at ifi=yes, and the physician stated that everything else "checked out okay" and the settings seemed stable. The patient was referred for generator replacement surgery. No surgical intervention has occurred to date.

Event description:
The physician believed that the increased seizures was due to weakening battery. The seizures had started about four months prior and were the same as the patient's pre-vns baseline. Diagnostics were within normal limits. The patient had generator replacement surgery due to battery depletion. The hospital does not return explanted product to the manufacturer. Therefore, no analysis could be performed.